Event description:
The customer returned the device for a latch fault; during device evaluation it was found that the dso seal was non-functional. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was confirmed/duplicated. The cause was the downstream occlusion (dso) sensor was non-functional. The dso sensor was replaced, and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Section a, section b: additional information b5: additional information was received that the event occurred during testing. There was no patient involvement. D3: correction.